Event description:
It was reported that prior to implant procedure, this implantable cardioverter defibrillator (ICD) was interrogated and found to be in safety mode. Technical services (ts) recommended for a different device be used. No patient involvement was reported. This device is not in service.

Event description:
It was reported that prior to implant procedure, this implantable cardioverter defibrillator (ICD) was interrogated and found to be in safety mode. Technical services (ts) recommended for a different device be used. No patient involvement was reported. This device is not in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.